Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced occlusion due to kinked cannula event on (B)(4) 2026. The site of insertion was thigh. Due to the event, patient experienced elevated blood glucose level and was treated with correction bolus via pump. The patient changed soft cannula infusion set only and resumed insulin deliveries successfully. No further information available.